Manufacturer narrative:
(B)(4). Date of event estimated. Date of implant estimated. Concomitant medical products: guide wire: terumo 180cm angled-tip hydrophilic. Guide cath: 7fr boston scientific mach 1. Embolic protection: emboshield nav6; accunet. The emboshield nav6 embolic protection system, accunet embolic protection system, and xact stent system mentioned are being filed under separate manufacturer report numbers. There was no reported product deficiency. The reported patient effect of death is a known observed and potential adverse event as listed in the rx acculink carotid stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
This event was captured based on review of the article, carotid artery stenting: analysis of a 12-year single-center experience. It was reported that during a 12-year single-center analysis, per a north american symptomatic carotid endarterectomy trial, of 636 patients that underwent carotid artery stenting (cas) between november 1999 and september 2011, including use of 52 unspecified accunet and 36 unspecified emboshield nav6 embolic protection system devices and the use of 39 unspecified xact and 59 unspecified acculink carotid stent systems,11 patients died of undisclosed reasons. No additional information was provided.